Event description:
Customer's family member reported customer checked her glucose before dinner and received a reading of 454 mg/dl on her freestyle freedom blood glucose meter, which was higher than she felt. Caller further reported she rechecked her glucose after dinner and received the same result of 454 mg/dl. Caller noted customer experienced anxiety from not knowing what her actual glucose result was, what to do about the result obtained and fatigue. Customer self-presented to a local healthcare facility where a reading of 258 mg/dl was received and was diagnosed with hyperglycemia. She rechecked her glucose on her meter again at the hospital and continued to receive the result of 454 mg/dl. Customer was treated with an intravenous infusion of unknown type and insulin, which was a change to her normal medication regimen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Customer indicated she had disposed of her meter and test strips, so no product will be returned and hence no further investigation will be undertaken. Note: the date of manufacture is unknown.